Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the service life started prematurely. The ins was received in an ov erdischarged state in a new unopened sterile package. Telemetry was restored after one physician mode recharge and a normal recharge. After telemetry was restored, the ins passed functional testing. According to the trace report taken from the ins, the implant life was started on (B)(4) 2014. It was then recharged to full on (B)(4) 2014. The battery depleted to the "lock" mode on (B)(4) 2014 and subsequently went to an overdischarged state which was reported on (B)(4) 2014.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead, product ID neu_wrench_acc, product type accessory. (B)(4).

Event description:
It was reported that a short dated ins was received and found to be overdischarged prior to being implanted. The ins was in the possession of the manufacturer¿s representative for one day when they tried to charge it to make sure it was charged before being implanted but they were not able to get it to communicate. They tried an 8840 and still couldn't get it to communicate. The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.